Event description:
The customer reported being hospitalized for several days due to high blood glucose of 585mg/dl. The customer stated when she delivers a bolus it would go back to a screen with dashes for her to put in the numbers manually. Assisted the caller to turn off the square bolus, and advised that once it is turned off then the device should function normally. Instructed the caller to call back if problems persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.